Event description:
It was reported that during the implant procedure and defibrillation testing the physician was unable to successfully terminate ventricular fibrillation (vf) with anything less than 35 joules. It was also reported that reversing the polarity and turning off the superior vena cava (svc) coil was unsuccessful. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.